Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: how was it determined that the tissue was swollen? By diagnostic imaging. A part of staple line was slightly opened and the leakage was confirmed. What was the date of the second operation? The patient did not have second surgery. Are the results of the metallic allergy test available? The result of the metallic allergy test for the staples of echelon was negative. How was the patients fever treated? The patient was given an antibiotic and monitored on (B)(6). What does the surgeon believe is the cause of the allergy? No information. What is the current patient status? The sales rep reported the additional information. The patient had empyema. The patient expectorated purulent sputum with some b-shape staples. The patient is stable and monitored on (B)(6).

Event description:
It was reported that after a laparoscopic bullectomy on (B)(6) 2015, the patient developed fever after the operation. Although the fever had gone down once, the patient developed fever again in january. It was found that the fired tissue was swollen and some deployed staples came away. Five blue reloads were used for the patient at the operation. Then, the patient was rehospitalized on (B)(6) 2016. A patch test of metallic allergy will be conducted.